Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/09/2022, 12/20/2022 and 01/09/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Resolution and disposition are pending.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that device is giving blower stall error code, 1134 message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Confirmed rpms of blower didn't go up when pressure was adjusted. No blower is heard when powering on in normal operation. Customer requesting action to fix issue. The rse informed the customer that manufacturers recommendation is to replace the blower assembly. Customer requesting part number for replacement blower.